Manufacturer narrative:
Difficulty separating introducer sheath: the cause of the difficulty separating introducer sheath was most likely insufficient scorelines resulting in the user unable to peel away sheath without scissors.

Manufacturer narrative:
Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the difficulty separating introducer sheath was most likely insufficient scorelines resulting in the user unable to peel away sheath without scissors.

Event description:
The complainant reported that the peel-away sheath intended for use with an impella device did not peel away as expected during the procedure. As a result, the medical staff were required to remove the sheath using scissors. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. The device was reported to be available for return; however, at the time of this report, the device has not been returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.